Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the initial evaluation the device did not meet acceptance criteria of evaluation process for initial power-up failure due to a/c cable is damaged and lcd display is damaged. The technician recommended replacing the device's a/c cable and lcd display to address the issue. No further investigation is required at this time. Additionally, the missing rubber feet will need to be replaced. There is tobacco contamination documented as well. Unable to obtain device logs. No repair was performed. The unit is not needed for inventory, and it was scrapped.